Event description:
It was reported that "pt will have to press multiple times for pump to turn on". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.